Event description:
On (B)(6) 2011, the home patient(hp) contacted baxter and stated that he felt the peritoneal dialysis (pd) solution in him, but that he felt like there was also solution in his scrotum. The hp inquired if this was possible. On (B)(6) 2011, baxter contacted the peritoneal dialysis nurse (pdn) regarding the hp's report of fluid in scrotum. The pdrn stated the hp has a future appointment with the surgeon who placed the pd catheter. The hp was receiving hemodialysis at the time of the report and reportedly was otherwise ok.

Manufacturer narrative:
(B)(4). The availability of the device involved in this event is unknown at this time. Should additional information, or the device become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information was received from the peritoneal dialysis (pd) nurse. The pd nurse stated the home choice device will not be returned to baxter at this time as there were no reported issues with the device causing the reported event. The patient will continue using the device at this time without returning it to baxter. No further information available.